Manufacturer narrative:
The pad-pak was first installed successfully on the 10th september 2010 and performed to specification up to the 3rd august 2014. A fresh pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed between the (B)(4) 2014 and the (B)(4) 2015. The pad-pak became depleted during this time, a fresh pad-pak was installed before also becoming depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during investigation, confirming the reported fault. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.